Manufacturer narrative:
This report is submitted on december 7, 2020.

Event description:
Per the clinic, the patient developed an infection and fluid collection at the incision site. The patient underwent a procedure on (B)(6) 2020, in order to aspirate the fluid, and was treated with oral antibiotics. The implanted device remains.